Manufacturer narrative:
Correction to d(4): lot number changed from unavailable to l71191. Expiration date changed from unavailable to 9/21/2022. Correction to h(4): device mfg date changed from unavailable to 3/21/2021. Unique identifier (UDI)# changed to (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod. The patient stated she almost got an infection but no mention of going to a health care provider due to this issue.